Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with the plunger case seal partially popped out of plunger assembly. Event log history was performed and indicated that force sensor test error was recorded in history. During analysis, force sensor test error was found at power up and the reading of force sensor out of the required specifications. It was noted that the force sensor was out of calibration and was the cause of the reported issue. Service performed preventive maintenance and all functional testing to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited a force sensor test issue. No adverse effects were reported.